Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was badly damaged also cracked on right plunger case and battery door. Event history log (ehl) showed: check syringe plunger sensor. The reported problem was duplicated at power up; the plunger head was found with fluid ingression. The root cause of the issue was deemed due the customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced the whole plunger assembly, plunger tube and plunger cable; performed preventive maintenance and all functional testing.

Event description:
It was reported that the pump showed plunger sensor error. No patient injury was reported.